Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The flow measures 8.1 liters per minute (lpm) and 10 lpm set point. The pse provided the part number for the flow sensors only. The customer will repair the ventilator. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventive maintenance, the oxygen (o2) flow accuracy was out of tolerance (oot). The ventilator was no in use on a patient at the time of the event occurred.